Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the speaker was not working. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
The customer decided to send the device to the philips repair bench for evaluation. A philips repair technician (rt) preformed diagnostic testing on the device speaker and found that the device speaker was producing audio when performing device testing. The rt proactively replaced the device speaker. The device passed all functional testing. The device was operational after repairs were completed and returned to the customer.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer about the issue. The rse confirmed that the device was not in clinical usage at the time of the event. The customer confirmed that the audio was faint and static was heard coming from the device. The customer declined philips service and instead has chosen to have a 3rd party company perform repairs on the device. Philips was unable to confirm the final disposition of the device because the customer refused service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.